Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The trumatch cutting guide block (femoral) saw capture slid out of position within the block. The tibial trumatch block broke (unknown if it was cut by the surgeon or not).

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted tibial block confirmed breakage. Examination of the femoral block confirmed the metal saw blade capture became loose during the cut of the femur. DHR review was performed and no discrepancies or related non-conformances were discovered during this review. The root cause is attributed to used the incorrect saw blade. Provided information found a non-whale tail style cutting blade was used with both the femoral and tibial blocks. The whale tale style 18 is recommended per trumatch surgical technique. No evidence was found indicating product error was a contributing factor to the breakage or disassembly. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.